Manufacturer narrative:
Concomitant medical products: product ID: neu_recharger_acc, serial#: unknown, product type: recharger . Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that patient just got a new battery and recharger for their spinal cord stimulator. Patient wished they had good things to say about it but they don't. The recharger never stays charged and the battery implant goes dead too fast. The older style stayed charged 3x longer. No symptoms were reported.